Event description:
It was reported the brakes were not holding properly. No adverse events are reported.

Manufacturer narrative:
Evaluation by the stryker field service tech identified the head-end retaining ring (clip) had fallen out of place. The retaining ring was repositioned and the braking functionality was evaluated, which identified the foot-end brakes dragging due to a bent brake ring assembly (ring). Therefore, the brake ring assembly was replaced also.